Manufacturer narrative:
(B)(4). Report source: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted for now.

Event description:
It was reported that approximately 9 months ago the patient had an initial surgery. Then some time later for an unknown reason the central screw fractured causing a dislocation with the baseplate. A two part revision is planned, the first will occur in three days time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 588620. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as radiographs were reviewed and significant findings include reverse total shoulder arthroplasty of the right shoulder with fractured central screw and associated loosening of the glenoid component. Also seen was glenohumeral dislocation. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.